Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure difficulty was experienced when placing a lead into the header of this cardiac resynchronization therapy defibrillator (crt-d). The terminal pin of the lead appeared bent. The physician verified that there was no issues with the device header by inserting an is-1 lead port plug. This device remains in-service and no further complications have been reported. No adverse patient effects were reported.